Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system was hospitalized due to fever symptoms. An echocardiogram was performed and vegetation was observed on the atrial lead. Blood test was also performed and endocarditis was determined. The ICD system was explanted and replaced. No additional adverse patient effects were reported. The device system is not expected to be returned for analysis.